Event description:
A home patient (hp) contacted baxter global technical services requesting assistance with starting ending therapy on the home choice (hc) machine. The hp stated she had already disconnected from the hc. The hp stated she accidentally touched the end of her transfer set with her sweater and needed to end therapy. The technical service representative assisted the hp to end therapy and recommended informing her nurse about the incident. There was no patient injury or medical intervention reported. Product surveillance contacted the nurse on (B)(6) 2010 regarding the reported problem. The nurse confirmed the hp had touched the transfer set from with her sweater. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). This complaint for a user error-failed to follow therapy steps was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.